Manufacturer narrative:
Device evaluation summery: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. As received, the monitor not powering on was a flash memory failure (components u102 and u105) on the c/a board. The flash memory had an intermittent connection, which was discovered through the use of flash memory test. During the flash memory test the monitor produced a segmentation fault. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have accelerated though rough handling. A root cause investigation is underway. No adverse event resulted from the defective components. The patient received a replacement monitor.

Event description:
A (B)(6) male patient called zoll customer support to report that his monitor was making a high pitched noise and was not powering up. The patient was issued a replacement monitor.